Event description:
During an ercp, a cook quantum ttc biliary balloon dilator was used. The user advanced the duodenoscope to the duodenal papilla, conducted a sphincterotomy, and used the balloon over a wire guide to dilate the duct. The balloon would not inflate as expected. There was no reportable information at this time. Evaluation of the device on 10 march 2022 determined that the device leaked at the proximal end of the balloon when inflated with water. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Two photos were also provided. The first photo shows the balloon partially inflated however no damage can be identified from the photo. Photo #2 contained the product labeling and confirmed the lot number of the device. Our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the device showed no damage to the catheter tubing or the balloon. A functional test was also performed on the returned device. A cook quantum biliary inflation device (qbid-1) was filled with water and attached to the balloon inflation port and negative pressure was applied to the balloon. After applying negative pressure, the balloon was inflated. During inflation, water was noted coming from a hole in the proximal side of the balloon material. No other anomalies were detected with the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record does contain a nonconformance that could potentially be related to the complaint. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to a pinhole is if the balloon material comes in contact with a sharp object or burr in the endoscope accessory channel. Prior to distribution, all quantum ttc biliary balloon dilator are subjected to a visual examination to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.